Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and could not duplicate the reported issue. Stryker replaced the device's battery pins as they were due for replacement. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. There was no patient involvement reported with the event.